Event description:
It was reported that the pulse generator exhibited inappropriate magnet response. After reprogramming, the device resumed normal function. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).